Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total prostatectomy, the device was used to resect the intestinal tract that was adhering to the surrounding tissues of the prostate. Handle was used, for the first firing, after loading the reload, the opening and closing of the jaws was checked, but when the surgeon attempted to fire, the device was unable to be fired and the status indicators illuminated blue. The reload was replaced with new product after that and when the new product was used, firing was performed without problem. There was no patient injury.